Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during basal/ bolus/ fixed prime. Troubleshooting was done. Customer's blood glucose was 385 mg/dl. Advised the customer to change the entire infusion set. Customer stated supplies are not available. Advised to call back to continue troubleshooting. No further information provided.